Manufacturer narrative:
The failure of the magnet valve was found to be related to the use of an inadequate spider pattern inside the magnet valve. The supplier has returned to the use of the original standard pattern. Co has determined that no field upgrade will be necessary.

Event description:
Working pressure on ventilator went high.